Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was implanted during a stent placement procedure on (B)(6) 2013. According to the complainant, the indication for the stent placement was treatment of colonic neoplasia with liver and bone metastasis. It was reported that the stent was implanted as a palliative treatment because "a fatal outcome was expected." The stricture was located in the recto-sigmoid colon and was approximately 3cm in length. The patient anatomy was noted to be tortuous. The stent was successfully implanted on (B)(6) 2013 with no issues. The patient was stable and remained hospitalized due to normal post-procedure monitoring. On (B)(6) 2013, the patient presented with symptoms of peritonitis. The peritonitis was confirmed with tests and a perforation was noted. The perforation was located near the distal flare of the stent. No alleged malfunction was reported against the stent; however the physician thinks the cause of the perforation was the stent. In the physician's assessment the cause of the peritonitis was the perforation. On that same day, an emergency intervention was performed to treat the perforation and the stent was removed. No issues were encountered during the surgical removal of the stent and the patient was stable after the intervention. On (B)(6) 2013, the patient was discharged from the hospital. The patient was reported to have recovered from the peritonitis and was "safe and stable". Ambulatory follow-ups were performed over 4 weeks. After four weeks of ambulatory follow-up, the patient returned to the hospital due to cancer complications including general intense pain and pleural spillage. The patient passed away at the hospital in late (B)(6) 2013 (approximately 1 month following the stent removal). In the physician's assessment, the cause of death was due to the patient's delicate status due to terminal cancer. Reportedly, "nothing could be done to solve all the cancer complications, and it was not possible to stop the patient's fatal cancer evolution." No autopsy report is available. The physician confirmed that the stent was not related to the patient's death.

Manufacturer narrative:
Patient history number: (B)(6). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.